Event description:
A customer reported obtaining unexpected negative panel ID well results when tested on galileo echo instrument.

Manufacturer narrative:
No sample returned to immucor for investigation. Images of test wells on customer galileo echo instrument evaluated by immucor technical support using remote electronic connection access. Issue not reproducible by the customer.